Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Blurry image due to moisture inside the ccd lens, unit failed leak test due to hole on cable. Based on the results of the investigation, the most probable cause of the complaint is random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had an image problem. The issue occurred during preparation for use. There were no reports of patient harm.